Event description:
The pacing system was implanted on (B)(6) 2021. Reportedly, some days after the implantation procedure, ventricular lead dislodgement was observed. As a result, a re-intervention was scheduled on (B)(6) 2021 and the ventricular lead was replaced. When attempting to connect the new ventricular lead to the pacemaker, first no clicking noise was heard. However, after hearing the clicking noise, absence of pacing and sensing was observed. Therefore, the physician decided to replace the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2021. Reportedly, some days after the implantation procedure, ventricular lead dislodgement was observed. As a result, a re-intervention was scheduled on (B)(6) 2021 and the ventricular lead was replaced. When attempting to connect the new ventricular lead to the pacemaker, first no clicking noise was heard. However, after hearing the clicking noise, absence of pacing and sensing was observed. Therefore, the physician decided to replace the pacemaker.